Event description:
A male underwent diagnostic arthroscopy and right anterior cruciate ligament (acl) reconstruction with achilles tendon allograft, without complication in 2006. Two calaxo bio-absorbable screws were implanted intra-operatively. A calaxo bio-absorbable screw (9 mm x 25 mm) was used to fix the graft in the femoral side of the femoral tunnel. A second calaxo bio-absorbable screw (9 mm x 30 mm) was implanted, following placement of the knee in approx 10 mm of flexion and slight internal rotation & reduction for placement of the screw. The knee was noted stable, procedure was completed, and pt was transferred to the recovery room, stable. The pt's recovery progressed uneventfully until june 2007, when he complained of swelling of the knee/tibial area, where the 2nd screw was implanted. MRI revealed tibial tunnel cyst. It was decided the pt would wait to see if it resolved with time, or if it became worse. Swelling continued and 2008 MRI revealed the previously noted cyst contained "inspissated" debris & had grown, and there was osteolysis of the femoral & tibial tunnels. About one month later, the pt underwent right tibial excision of cyst, debridement, and tibial tunnel bone grafting w/ femoral head allograft, without complications and was transferred, stable to the recovery room. The pt was discharged home same day.